Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer's blood glucose level was 2.4 mmol/l. The customer stated that the volume of the insulin pump stayed the same even after changing the settings. The insulin pump failed the volume test. The insulin pump received hardware low level failure alarm. The customer was able to clear the alarm and did not receive a request to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly.